Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of make break signals caused delivery of inappropriate therapy. Low impedance was also observed. Insulation anomaly was suspected. The lead was capped and replaced.